Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
Additional information d4 section.

Event description:
It was reported that the microclave® neutral connector exhibited a crack and leak. The initial reporter stated that they have received multiple reports of item b3300 leaking and/or cracking while being used. There was patient involvement and no patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.